Event description:
Reportedly during the procedure, on the first firing, clip was placed to the cystic duct but it dropped into the cavity when it had a slight impact. On the second firing, squeezed the handle by force to fire, clip broke and dropped into the cavity. Once clip was retrieved but another wqs not found, then closed skin. Procedure type: lap. Cholecystectomy.